Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy using arctic sun device but was getting alert 01 (patient line open). Flow rate was 0lpm, inlet pressure was -0.1psi , circulation pump command was 100 percent, water level was 5, system hour was 2042, pump hour was 1878. Nurse stopped therapy, disconnected and reconnected pads. Resumed therapy. Flow and inlet pressure remained at 0. Mss advised to send device to biomed labeled no flow and use another means of cooling. Per update on 11apr2022, arctic sun device was failing calibration for pressure. A functional check showed the circulation pump would not generate pressure. Biomed requested a quote for the 2000 hour service package.

Event description:
It was reported that the nurse was trying to initiate therapy using arctic sun device but was getting alert 01 (patient line open). Flow rate was 0lpm, inlet pressure was -0.1psi , circulation pump command was 100 percent, water level was 5, system hour was 2042, pump hour was 1878. Nurse stopped therapy, disconnected and reconnected pads. Resumed therapy. Flow and inlet pressure remained at 0. Mss advised to send device to biomed labeled no flow and use another means of cooling. Per update on (B)(6) 2022, arctic sun device was failing calibration for pressure. A functional check showed the circulation pump would not generate pressure. Biomed requested a quote for the 2000 hour service package.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.